Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
This is an international report of a homechoice (hc) that sounded a system error 2240 alarm. The patient was connected to the machine. The patient did not disconnect any time prior to the alarm. All bags were properly spiked and connected. Patient extension lines were not used. There were not any open clamps on any unused supply lines. There was nothing unusual noted about the supplies, i.e. Leak. The technical service representative (tsr) advised the home patient (hp) that air had entered the setup. The hp was unable to read what part of therapy the hc was in, stating it was flashing too fast. The tsr had the hp close all of the clamps and the catheter then recycle power. The tsr advised the hp that therapy had ended and will need to start over with new supplies. The tsr had hp recycle power again to press go to start. The tsr advised the hp to inform the peritomeal dialysis renal nurse of se 2240. The hp will do manual exchange and end therapy. There was patient involvement but no patient injury or medical intervention.